Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 170 mcg/ml baclofen (unknown) at 52.62 mcg/day, 30 mg/ml morphine at 9.286 mg/day, 20 mg/ml dilaudid (hydromorphone) at 6.191 mg/day, and 3 mg/ml bupivacaine at 0.9286 mg/day. The patient also has a ptm, if all 4/day activations are used hydromorphone daily dose is 7.054mg/day. The reason for use was not reported. It was reported that the patient had lower extremity numbness, starting in (B)(6) 2019. The cause of the event was undetermined. Diagnostics/troubleshooting included the hcp advising the patient to go to the emergency room on (B)(6) 2019. Surgical intervention did not occur and it was not planned. It was unknown if the issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated. Additional information was received from the rep on (B)(4) 2019. It was reported that the patient underwent a catheter revision for catheter tip granuloma. The physician removed the granuloma and catheter tip and left the remaining catheter in place. The patient¿s pump was decreased by 50%. Pump medications include hydromorphone 20mg/ml at 3.095mg/day, baclofen 170mcg/ml at 26.31mcg/day, bupivacaine 3mg/ml at 0.46mg/day, and morphine 30mg/ml at 4.64mg/day. The physician recommended pump decrease. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-mar-19. It was reported that the issue was resolved. The serial number of the catheter was provided. A portion of the catheter was still in use, while the explanted portion was discarded (rep not contacted to be at case.) There were no further complications reported/anticipated.